Event description:
A report was received that the patient was experiencing difficulty charging the ipg and will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure and is reportedly doing well. No further information can be obtained regarding the ipg serial number or the patient¿s implant date. The explanted device will not be returned to bsn as it was discarded by the medical facility.